Manufacturer narrative:
By checking the DHR of the involved lot#s no pre - existing anomalies were found. This is the first and only complaint involving these lot #s. We will submit a final report once the investigation will be concluded.

Event description:
Revision surgery due to shoulder dislocation occurred on (B)(6) 2019. Previous surgery occurred on (B)(6) 2018 and was due to a trauma. During the primary surgery, a smr reverse was implanted. The surgeon commented that an excessive tensioning of the deltoid could have caused shoulder dislocation. The following implants were explanted and replaced: smr reverse finned humer. Body code #1352.15.050, lot #1815381; smr reverse hp liner medium code #1365.09.015, lot #1813585. Event occurred in (B)(6).

Manufacturer narrative:
By checking the DHR of the involved lots no pre - existing anomalies were found on a total of: · 63 reverse humeral bodies manufactured with lot# 1815381; · 42 reverse hp liners manufactured with lot# 1813585. No other complaints received involving these lots. Explants analysis: explants were not received for further investigation (patient has requested to the hospital to keep them). X-rays analysis: a total of 2 x-rays dated (B)(6) 2019 (post-op revision surgery) were received by limacorporate. We asked to the complaint source about receiving even x-rays referring to the post-op primary surgery, but it was not available. Therefore, we were not able to perform further investigation. Due to the few info received, we are not able to investigate the root cause of this event. However, based on the check of the dhrs and on the statements of the surgeon, who was responsible of previous surgery too, we can speculate that this case was due suboptimal surgical plan and poor patient condition. Pms data: according to our pms data, revision rate of smr reverse due to dislocation is 0.127%. In the most of cases, the loosening was related to patient's condition (poor bone stock/trauma/bone fractures) or surgical factors. No specific action for this case, limacorporate will continue monitoring the market to promptly detect any future similar issue.

Event description:
Revision surgery of a smr reverse prosthesis due to shoulder dislocation occurred on (B)(6) 2019. Previous surgery occurred on (B)(6) 2018 and was due to trauma. During the primary surgery, a smr reverse prosthesis was implanted. The surgeon commented that excessive tensioning of the deltoid muscle may have caused shoulder dislocation. A large amount of bone growth around the calcar region was mentioned by the surgeon as possible cause for dislocation (and the reason the joint could have been reduced without a revision surgery). The following implants were explanted: - smr reverse finned humer. Body code #1352.15.050 lot #1815381; - smr reverse hp liner medium code #1365.09.015 lot #1813585. And replaced with a short reverse humeral body + lateralized liner to reduce tensioning of the deltoid. Event occurred in australia.